Manufacturer narrative:
Final analysis of the pump found motor stalls and recoveries in the pump logs, along with a normal elective replacement indication (eri) and end-of-service (eos). During destructive analysis, the technician found significant residue and shaft wear on the upper shaft of gear two. Also, there was some residue found on the jewel where the upper shaft of gear two inserts into the top bridge assembly. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0039935r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that the patient was hearing a ¿three-tone¿ alarm from the pump. The alarm began around 5pm on the day prior to report and would sound every ten minutes. It was stated that the patient had not seen a return of symptoms. The pump had previously been refilled on (B)(6) and with the alarm date at (B)(6). The reporter had left a message for the managing physician and noted that the patient already had an appointment scheduled for the upcoming (B)(6). The device system was infusing baclofen. Eleven weeks later, it was reported that the patient had an appointment with her physician on (B)(6). Additionally, there was an appointment to ¿implant itb¿ took place on (B)(6).